Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-apr-2019 from a healthcare professional who reported that that the plan was to replace the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (2500 mcg/ml at 1320 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient was in the ed (emergency department) at the time of the report. Per the event logs, the first stall began on (B)(6) 2019 and recovered on (B)(6) 2019 and then a second stall occurred on (B)(6) 2019 and had not recovered to date. The patient had increased spasticity that began on (B)(6) 2019 and was getting worse. The patient¿s pump managing physician had already been notified of the issue. No further complications have been reported as a result of this event.